Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the customer observed unexpected motion with the monopolar curved scissors (mcs) instrument which caused an injury to the external iliac artery. After a successful hysterectomy and during lymph node removal, the surgeon was using the mcs instrument on universal surgical manipulator (usm) 4. The mcs instrument was being used in a downward motion, near the external iliac artery. The mcs instrument then moved unexpectedly upward. At that time, the instrument's tips were not visualized and the external iliac artery was injured. A vascular and a cardiovascular surgeon were called to the operating room to assist with the injury. The cardiovascular surgeon placed a stent in the external iliac artery and repaired the injury robotically. The procedure was completed robotically. The patient is reported to be recovering well. The estimated blood loss was unknown.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. D10 concomitant products: monopolar curved scissors instrument.